Manufacturer narrative:
It was reported that "the infections occurred in the most recent 2 months". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported four patients experienced central line-associated bloodstream infections (clabsi) after receiving infusions with unknown access extension sets. It was reported an unknown number of the patients were receiving clinimix (no further details). It was not reported if the patients were hospitalized for the clabsi events. Treatment for the events was not reported. At the time of this report, the patient outcomes were not reported. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.